Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell and the touch screen became cracked and non-functional. Customer's blood glucose was 207 mg/dl. Reportedly, customer's reverted to manual injections for insulin therapy.